Manufacturer narrative:
The insulin pump was received with blank display due to missing battery cap metal contact. The insulin pump was tested with a test battery cap. The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with faded serial number label and minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that after replacing the insulin pump¿s battery with a new one, it had alarmed that it needed a new battery and that the delivery was stopped. The caller reported that the insulin pump was not working anymore and had a blank display. The customer¿s blood glucose level was unknown. Troubleshooting was performed but the display did not return. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.